Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush head separated from the attachment. The little round brush fell into the consumer's mouth. No injury was reported.